Event description:
On (B)(6), 2011, this pt underwent treatment of an abdominal aortic aneurysm with three gore excluder aaa endoprostheses. It was reported that final angiography showed good seal of the devices. On (B)(6), 2011, a follow-up CT scan showed contrast around the proximal end of the trunk. It was reported the endoleak was either a proximal type of endoleak or type ii endoleak originating from a lumbar artery. On (B)(6), 2012, a follow-up CT scan again showed contrast in the aneurysm sac with slight aneurysm enlargement (amount unk). It was reportedly confirmed the contrast was originating from a proximal type I endoleak, and there also appeared to be a possible type I endoleak from the right common iliac artery. It was reported the pt was in a (B)(4) in (B)(6) 2011. It was reported the mva, hypertension, and short (1cm), angulated proximal neck all contributed to the proximal type I endoleak. The cause of the distal type I endoleak is unk. Follow-up angiography taken late in (B)(6) 2012 showed no evidence of a distal type I endoleak, and there was no evidence of aneurysm enlargement since the last scan on (B)(6), 2012. No further adverse events were reported.

Manufacturer narrative:
Add'l devices implanted and involved in this event: (B)(4).